Manufacturer narrative:
Manufacturing review : a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary : the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for filter migration and perforation, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review : a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated below the renal vein and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review : a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary : the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 filter was implanted at l3 to l4 level. Approximately eight years and ten months post filter deployment, computed tomography (CT) revealed the filter showed an abnormal caudal position and located 6.8 cm below the right renal vein. There was mild lateral tilt of the filter although the stem did not contact the inferior vena cava lateral wall and no fracture or bending of the filter struts were seen. There was penetration of multiple struts through the inferior vena cava wall. Most significance was medial struts extended into the distal abdominal aorta at the bifurcation. Anterior strut entered the right lateral margin of the right common iliac artery. The posteromedial strut extended into the anterior l4 vertebral body. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter migration and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review : a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2011).